Event description:
Water inside of the recirculation line.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 202, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 202 - inappropriate material. Investigation conclusions: 25 - cause traced to manufacturing . The affected sample was inspected upon receipt to confirm the presence of a foreign substance within the purge line. There is multiple spots measuring greater than .08mm2; therefore, this is out of specification. A representative retention sample was reviewed with no foreign substance observed within the purge line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions . Medical device problem code: 1120 - contamination. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during out of box, water inside of the recirculation line was noticed. No patient involvement.